Event description:
As reported, after the doctor shuttles down the handle to deploy the sealant of a 5f mynxgrip vascular closure device (vcd), they can¿t retrieve the sheath back to advance the white advancer straw. There was no reported patient injury. 8 units were discarded before the issue was reported. There is a video for one of the related cases in which the failure occurred. The device is not available for evaluation.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4,g3, g6, h1, h2, and h6. As reported, after the doctor shuttles down the handle to deploy the sealant of a 5f mynxgrip vascular closure device (vcd), they can¿t retrieve the sheath back to advance the white advancer straw. There was no reported patient injury. 8 units were discarded before the issue was reported. There is a video for one of the related cases in which the failure occurred. The product was not returned for analysis. A product history record (phr) review of lot f2227102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿device deployment jam¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Based on the limited amount of information it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. Neither the phr review nor the information available suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.